Event description:
The following information was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis coincident with dianeal therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 ultrabag 1.5% (dose and frequency not reported) intraperitoneally (ip) for continuous peritoneal dialysis (capd). Pd therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized on the same day. On (B)(6) 2012, peritoneal effluent culture result revealed no growth. The cause of the peritonitis was poor environment. On an unreported date, the patient received remedial treatment with an unspecified antibiotic. It was not reported if remedial treatment was ongoing or if the patient remained hospitalized at the time of this report. Outcome for the event of bacterial peritonitis was ongoing and improved. Per the reporter, the event of bacterial peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient re-training has been requested from the local baxter affiliate. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as therapy was done in a poor hygiene environment. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause was undetermined.